Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 11 failed to open when attempting to issue an item, making a noise as if it was going to open. A field service engineer found screws were lose, tightened up the screws to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that in bd pyxis medbank tower, drawer 11 failed to open when attempting to issue an item, making a noise as if it was going to open. 2 attempts were made to issue the same item. Customer mentioned that the drawer continued to fail when attempting to cycle count but when hitting retry and pulling on the drawer it eventually opened. There were no adverse events or injuries reported based on this incident.